Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not achieving paresthesia on the table, not performing an x-ray immediately after the procedure to confirm placement, migration, improperly securing the neurostimulator at the insertion site, inadequate fixation, and no attempts to reprogram the transmitter have been ruled out as potential causes. Additionally, severe for applied to the implant, and excessive twisting, bending, or stretching have been ruled out. However, the patient is elderly, has poor skin integrity, has parkinson's disease, and is constantly picking at the skin which are contributing factors to the occurrence. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: -patient is a poor candidate as they are elderly, have poor skin integrity, and parkinson's disease (user error-clinician). -patient non-compliance as the patient is constantly picking at the skin (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient requested an explant procedure as they were experiencing soreness and tenderness at the implant site. On (B)(6) 2024, the patient was seen by their implanting clinician for an explant procedure. After careful assessment, the implanting clinician requested to have the explant procedure performed at the hospital as they would have more resources available to comfortably perform the procedure. An explant procedure date is pending and a date was not provided.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not achieving paresthesia on the table, not performing an x-ray immediately after the procedure to confirm placement, migration, improperly securing the neurostimulator at the insertion site, inadequate fixation, and no attempts to reprogram the transmitter have been ruled out as potential causes. Additionally, severe for applied to the implant, and excessive twisting, bending, or stretching have been ruled out. However, the patient is elderly, has poor skin integrity, has parkinson's disease, and is constantly picking at the skin which are contributing factors to the occurrence. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: -patient is a poor candidate as they are elderly, have poor skin integrity, and parkinson's disease (user error-clinician). -patient non-compliance as the patient is constantly picking at the skin (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient requested an explant procedure as they were experiencing soreness and tenderness at the implant site. On (B)(6) 2024, the patient was seen by their implanting clinician for an explant procedure. After careful assessment, the implanting clinician requested to have the explant procedure performed at the hospital as they would have more resources available to comfortably perform the procedure. An explant procedure date is pending and a date was not provided. Additional information was received on june 4, 2024. An explant procedure was performed on (B)(6) 2024, and the patient did well throughout the procedure.